Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient feels painful stimulation in her back and left hip while stimulation is turned on. Reprogramming temporarily alleviated the painful stimulation in her back and left hip, but the pain resumed within 2 hours. Patient may be pending system revision.

Event description:
Additional information identified the issue was resolved through system replacement.